Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
MDR (B)(4). / device 7 of 10. H.10: correction to the date on follow-up report 01, initial submission date. Updating from august 21, 2019 to august 22, 2018. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
MDR(B)(4). / device 7 of 10 h.10: corrected- initial reporting statement in h.10 of manufacturing report number (B)(4). , submitted on august 21, 2019 is being corrected from: based on the available information, this event is deemed to be a serious injury and a reportable malfunction to based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury and a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the pre-cut hole of the natura wafer was noted to be off-center prior to use; however she used the wafer anyway. No further information or photographs were provided.